Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had a dim, blank display during a bolus attempt. The customer's blood glucose was 200 mg/dl. The caller noted that this blood glucose reading was considered high. She stated that the insulin pump did not show any signs of physical damage and that it had not been dropped, bumped, or exposed to moisture. No damage or corrosion was noted at the battery cap, battery compartment, or spring. The caller was advised that a replacement battery cap would be sent. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan.